Event description:
The pt's family member called lfs on pt's behalf alleging that pt's one touch ultra meter would not power on. Senior medical affairs specialist spoke with pt's family member in 2004 to obtain additional info. The pt's family member reported that the meter had stopped powering approx two months prior to 2003/2004. Pt had been taking their 5 units of lantus between 8 to 9 pm throughout the time of concern. On a particular day the pt had been non-responsive, sluggish, and glossy eyed. Their family member had not attempted to test pt's blood glucose level; however, based on their symptoms they were given orange juice. They were taken to the hosp. A blood glucose test was performed and no treatment was administered. The results obtained at the hosp could not be resolved. There is insufficient information to suggest that the pt experienced injury or medical intervention due to the meter. The customer service representative confirmed that the correct type of test strips were being used, battery was correctly installed, and the battery contacts were in good condition. Based on the information supplied by the pt's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.